Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy drainage and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin (1 gram, intraperitoneal and frequency not reported) and cloxacillin (1.5 gram, intraperitoneal and frequency not reported). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not specified. No additional information could be provided as the reporter declined follow up.